Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to unconscious with hypoglycemia on unknown date. The customer¿s blood glucose level was 40 mg/dl at time of incident. Another blood glucose was 32 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did allege insulin pump was over delivering. The device will not be returned for analysis.